Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 538mg/dl. The customer experienced vomiting and abdominal pain. The customer mentioned while staying at the hospital his glucose level dropped to 53mg/dl, and he was treated with juice. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm and bolus history and found low reservoir alarms, and missed bolus. The mother stated that the customer does not check his glucose level and treats just using the carbohydrates counted. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.